Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot 1l505b. At her last dr's visit, date unk, she performed a blood glucose test on her other meter using a test strip at the same time that a venous sample was taken. The lab result was 70 mg/dl higher than the reading with the test strips. The customer could not provide specific results. The customer stated that when she began using the test strips she noticed that her blood glucose readings decreased. Her usual readings with the other test strips are in the 150 mg/dl range. She obtained readings in the 100 mg/dl range with test strips. She does not have any normal control solution to check the test strips for accuracy. She stated that she had performed a check strip test and the result was within range. She was unwilling to perform a test with the rep because she did not have time. She stated that the code was set correctly in her meter. The desiccant is in the bottle of test strips. She stores the test strips in the kitchen.